Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the right ventricular (rv) lead perforated the patient¿s heart. The lead had loss of capture. The lead was revised and repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.